Manufacturer narrative:
Unit received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, unit passed rewind test and displacement test. (B)(4).

Event description:
The customer reported via phone call for the insulin pump replacement. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.